Event description:
It was reported that a patient had high impedances. Electrode pairs with electrode #0 were out of range, high. It was noted that this electrode was involved in programming. It was noted that the patient was in a car accident shortly after implant. It was thought that the open circuit was possibly due to the car accident. It was stated that the patient did not have a change in therapy. The exact date of the car accident was not known. Additional information received reported that the patient had one electrode out of range, but was receiving good therapy.

Manufacturer narrative:
Concomitant products: product ID: 3550-39, lot# n254333, implanted: (B)(6) 2011, product type: accessory. Product ID: 3 778-75, serial# (B)(6) implanted: (B)(6) 2011, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# n(B)(4), implanted: (B)(6) 2008, product type:> programmer, patient. (B)(4).